Event description:
Same event as MFR report #: 2134265-2009-03060. It was reported that during a percutaneous coronary interventional procedure, a balloon rupture occurred. The 99% stenosed lesion being treated was located in the moderately tortuous left anterior descending artery. Upon inflation to 8 atms, the apex monorail balloon ruptured. The physician then exchanged the balloon for two other manufacturer's balloons, and those balloons also ruptured. The physician then exchanged the encore inflation device for another, and the next balloon was inflated successfully. Patient status was reported as 'good'. The physician was unsure if the indicator on the encore inflation device was operating correctly.

Manufacturer narrative:
(B)(4).